Event description:
It was reported that: a yellow spo2-low was displayed and the corresponding alarm tone is generated on the m540 and the cockpit. The alarm was silenced for 2 mins via the audio pause. If thereafter spo2 drops below the second alarm limit for critical spo2 alarm, the life threatening alarm was not shown on the cockpit and no alarm tone was generated.

Manufacturer narrative:
The reported event happened during a lab test w/o pt involvement. Drager was able to reproduce the described behavior of the cockpit monitor. But the pt near m540 monitor generates the red alarm. Final investigation results will be reported in a f/u report.